Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The manufacturer's technical services (ts) confirmed the reported issue. Manual repair suggestion is to replace the controller .per the discontinuation letter the pcb is not available. The customer stated the unit will be retired due to non-availability of the controller pcb.

Event description:
The customer reported error pressure sensor failure. The device was not in use at the time of the reported event.